Manufacturer narrative:
Device was returned to MFR and has been analyzed as follows: normal usage was indicated on center and sideport septa no anomalies including internal damage was noted. Device sideport/catheter was patent and did not leak. Some resistance was felt when flusing sideport/catheter and cloudy fluid with white particles was collected. Device did not flow as received or after cutting approx 1/2 of total length of device capillary tubing. Distalend of device capillary tubing was occluded with material indentified as morphine using fourier transorm infra red (ftir) analysis. Leak testing of device confirmed that device did not leak. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A review of device history record did not reveal any mfg variances related to this event for this device. Based on info available and results of MFR's analysis, complaint of "device blockage" has been confirmed. Cause of device blockage appears to be to morphine precapitate. No further info is available. Customer will be notified of co's findings. MFR is now closing file on this event.

Event description:
The device was impalnted for the intrathecal infusion of morphine for treatment of pain. On 9/11/96, the MFR's distributor informed the MFR of an incident which had occurred at a facility in their territory. The report states that this is the second device that has been implanted into his pt. According to the physician, the device stopped providing pain relief for the pt. As a result, they decided to explant the device. It was additionally stated that there was a question of catheter blockage and functioning of the device. The device is scheduled to be returned to the MFR for analysis; however, the device has not been returned to date. No further details are available at this time.